Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in a right upper arm graft the pta balloon allegedly would not come out of the 7fr sheath. The balloon and sheath were removed as one unit. A new sheath and balloon were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned, however electronic photos and images were provided for review. Based on the photo review, the investigation is confirmed for the reported retraction issues, as bunching was noted on the sheath next to the hub. The investigation is also confirmed for a break, as a break was noted in the catheter shaft, proximal to the sheath hub. It is likely that excessive force during retraction caused a break in the outer catheter shaft. However, the definitive root cause for the retraction problems could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Photo review: two electronic photos were reviewed. The first photo shows the device being held by the user. The device is inserted inside of an introducer sheath, and the proximal portion of the balloon and proximal balloon joint is visible. A complete break in the outer shaft is visible, exposing the inner polyimide guidewire lumen; the inner lumen appears to be intact. The second photo shows another view of the device inserted through the sheath. The break is visible in the catheter shaft. Additionally, bunching is noted to the sheath just distal to the sheath hub. Bunching is also noted on the sheath closer to the distal tip. However, the extent of the bunching is not known as the photo does not show the entire sheath. Based on the photos reviewed, a break in the catheter shaft, and sheath related retraction issues can be confirmed. Image review: based on the images provided, narrowing of the balloon profiled was demonstrated at the level of the deltoid tuberosity of the humerus, suggestive of axillary stenosis. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure in a right upper arm graft the pta balloon allegedly would not come out of the 7fr sheath. The balloon and sheath were removed as one unit. A new sheath and balloon were used to complete the procedure. There was no reported patient injury.